Manufacturer narrative:
(B)(4). It is unknown if the product will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that a patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts for additional information on the reported event is unavailable at this time.